Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The local field service engineer checked the subject device at the facility and found that the reported phenomenon was duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the endoscopic image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. During the procedure the day before, the subject device worked properly. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the video communication could not be transmitted to the video system center due to the following causes. - the cable was broken due to user handling. - the ccd unit was broken due to the deterioration of the material of the ccd sensor due to ultraviolet rays.